Event description:
Boston scientific received information that a red alert was generated for this implantable cardioverter defibrillator displaying a low pacing impedance lead measurement. No adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
When additional information become available, this event will be updated.